Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual and optical examination did not identify material deformation or damage of the hexalobe form. Dimensional evaluation hexalobe form of driver confirmed to be conforming to print specification utilizing gage g1570. Both returned drivers passed utilizing the above criteria. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing of the instrument; unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a tlif at l5-s1 to treat spondylolisthesis. It was reported that the driver slipped out of the set screw during tightening at l5. The dura mater was damaged when the driver slipped out of the set screw. No additional patient complications were reported.